Event description:
While inflating the proximal balloon of the trellis, the balloon ruptured at approx 1.5 cc of saline contrast mix. The physician removed the device and used a different trellis.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.